Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0tcz7, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported they got implanted yesterday. The patient did not understand how to use the patient programmer well. The patient programmer showed the blank screen. The patient thought it meant her device was not working. Patient services offered help going over how to use the patient programmer. The patient used the patient programmer on the call and was able to connect to implantable neurostimulator (ins) right away. The patient felt stim on (B)(6) 2015 when she was on the operating table. After that, the patient felt stim on and off. The patient did not really sound sure about feeling stim. Patient services had the patient use her patient programmer on the call. Patient programmer showed ins was on. The patient was in program 2 at 2.00 v. The patient increased stim to 2.20 v. The patient confirmed she felt a comfortable stim at 2.20 v. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.